Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button of insulin pump had to be pressed really hard to work. Customer stated that there was hologram on screen sometimes, they had to wiggle to saw the screen and priming process took longer to complete. Customer stated that the motor was louder and insulin pump was slower to rewind. Customer also stated that the battery cap getting harder to open or close threads. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.